Manufacturer narrative:
Unit received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test and displacement test or verify back light anomaly due to missing segment display. Unit had broken belt clip slot.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the piece of plastic between the reservoir and battery compartment cracked off. Troubleshooting was performed for damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.